Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. The customer did not provide the serial number of the affected unit or units and has not responded to information requests by carefusion. If more information is made available, then a supplemental report will be submitted. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen shuts off and the unit still delivers set settings. There was no patient involvement associated with this event.